Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was advised that they could continue using the pump, with a recommendation to call back if any issues reoccur.